Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. As received, the electrode belt displayed a service code 204 (belt unusable). Upon evaluation, there was corrosion on the distribution node pca, the trunk cable connector, and the front therapy electrode connector. The cause of corrosion was liquid contamination. The root cause of the contamination is ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) had damaged cables, "adjust belt" messages, and was unable to communicate with a monitor.